Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient went to emergency visit as labeling information was missing prior to use, which led to abdomen constipation, dehydration, and low blood glucose level event on (B)(6) 2026. Due to the event, patient was hospitalized for less than twenty-four hours and blood glucose level was 38 mg/dl.